Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
The reported problem has been confirmed. Upon investigation the wires connecting the plug to ECG c were severed. The root cause for the severed wires was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There is no indication that this device malfunction caused or contributed to the patient¿s passing as the patient was not wearing the device at the time of passing.